Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the needle shield difficult to remove before injection and also needle hub separated and stayed in shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200845676, 200845565] noted that did not pertain to the complaint. There were two (2) notifications [200845567, 200845495] noted for high shield pull. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 has been opened to address this issue.

Event description:
It was reported that needle hub separated and stayed in shield with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that needle hub separated and stayed in shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separated and stayed in shield with a bd syringe 0.3ml 31ga 6mm. The following information was provided by the initial reporter: it was reported that needle hub separated and stayed in shield.